Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed a completed product with a visable outer coil conductor fracture. The lead was returned with a suture sleeve tie-down at approximately 25.7-27.7 cm from the terminal pin. Resistance testing failed, confirming a conductor fracture, which was located at 33 cm from the terminal pin location. The leads insulation was intact above the fracture location. Microscopic evaluation, indicated that the conductor damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that a right atrial (ra) lead triggered a lead safety switch notification indicative of impedance measurements, high out of range. The lead functionality was then reprogrammed to a unipolar configuration. Approximately one month later, another safety switch notification was triggered on the right ventricular (rv) lead. No resulting adverse patient effects and both leads have since been explanted and replaced. Both the ra and rv leads were returned for laboratory analysis.